Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The adapt confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected pump error 25, low battery alert, battery power loss alarm, replace battery alert or replace battery now alarm noted during testing. However, pump error 25 alarm noted in pump diagnostic trace due to j6 connector resistance issue on pcb 1. Insulin pump was received with partially broken reservoir tube lip, partially broken reservoir retainer, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. The (B)(4) download was successful. Unit was cut open and inspected. No visible physical damage or moisture damage noted on the electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they received low battery alert prior to replace battery alarm. Customer stated timing was not less than 8 hours from the low battery alert to the replace battery alert. New battery did not resolve the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.